Manufacturer narrative:
This facility reported that staff members were experiencing chemical exposure symptoms while handling rapicide pa high level disinfectant. Medivators health and safety manager made an attempt to contact and follow up with this facility with no success. There were no reports of additional medical attention sought as a result of these symptoms. It is unknown what ppe was being used or if sds was on hand. There is limited information on this case. This complaint will continue to be monitored within the medivators complaint system.

Event description:
This facility reported chemical exposure symptoms such as burning eyes and light headedness while handling rapicide pa high level disinfectant.